Event description:
I suffered injury and pain when a dental appliance failed at the manufacturer's weld. I had to receive 2 extra surgeries to stabilize my lower jaw after the 1st surgery for class ii tmj. Since 3 appliances failed-variety expansion screw and total bone support-the extra surgeries were required. I have loss of feeling and function of my lower lip. My 4 front bottom teeth are unstable due to loss of gum line from the surgeries. I drink from a straw, and use my tongue for the function of lower lip. I eat with head held back to keep food and saliva from running out, although it still does at times.